Event description:
It was reported that the pt fell directly on her catheter on her back. Date of fall was not reported. The pt was experiencing increased tone. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
..